Event description:
The hospital reported that during a double artery bypass graft surgery, the punch created a larger hole for the second anastomosis and hemostasis could not be maintained with the heartstring seal. The surgeon converted to using the side biter clamp to complete the procedure. No further patient complications were reported by the hospital.